Event description:
A malfunction was reported on the pump by the customer, but no notable events were observed prior to this issue. There was no reported adverse impact to the customer. Technical support provided information to reset the pump and assisted the customer in performing the reset. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump. They were also advised to contact support again if any further issues occurred, and the customer understood these instructions.